Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that insulin was leaking from the reservoir into the reservoir compartment. No further information was provided.

Manufacturer narrative:
Inspected two opened and used reservoirs and performed manual prime and high-pressure tests per specification, all reservoirs passed. No leakage or occluded anomalies were observed during testing. Checked o-rings for defects and none were found. Reservoirs were connected and locked properly.